Event description:
Healthcare professional reported rupture of right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6 the correct reason for reoperation is: no initial reason provided; "rupture was detected" during surgery. A visual analysis of the returned device identified: underweight and an opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior and two striated openings on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening and two striated openings on anterior assessed as surgical damage.

Event description:
Physician reported right side "rupture was detected" during surgery. Device has been explanted and replaced.